Event description:
Upon re-review and further assessment of information provided through our service organization, siemens has learned of several potential product impacts to our artiste mv linear accelerator and its associated txt table. In the abundance of caution, this issue is being reported. Siemens customer purchased and installed a motorized third-party accessory which siemens has neither qualified nor validated for use with its linear accelerators. The accessory was identified as the protura six degree of freedom tabletop manufactured by civco. It was reported the installation of this unauthorized accessory created numerous potential mechanical, electrical, and safety risks which resulted from design incompatibilities between the accessory and the linear accelerator system and table. No mistreatment or injury has been reported. Siemens has notified both the customer and civco regarding these incompatibilities, discouraging installation/use of unauthorized accessories on siemens equipment.

Manufacturer narrative:
Preliminary risk assessment indicates the complaint behavior may potentially result in a serious injury of a critical ranking. The accessory tabletop sits 15cm higher than standard siemens-authorized tabletops. This requires the calibration to be changed and the table column to be much lower than with a typical tabletop, causing potential for collision with the gantry. It was reported the power for the accessory tabletop installed at this site was taken from the linear accelerator. Probability: c (remote). There has been no mistreatment or injury reported. The accessory tabletop has not been validated by siemens. We have learned of two customers independently installing this accessory.